Manufacturer narrative:
The device event log was provided to resmed for review. Review of the event log showed that the reported issues have occurred. Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the occurrence of a malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages and subsequently stopped ventilating. There was no patient injury reported as a result of this incident. Per the reporter, "when the air tubing was disconnected from the humidifier to remove water condensation in the circuit, the screen became red and the ventilation stopped." The patient was manually ventilated until the device restarted.

Manufacturer narrative:
No device was returned to resmed for investigation. The device logs were provided to resmed for investigation. An extensive engineering investigation was performed on the astral device logs by resmed. Review of the device logs confirmed the occurrence of system fault sf 101 and revealed the occurrences of system fault error messages (sf 101, 74, 218, and 223). Based on the information available and previous investigations of similar complaints, the investigation determined that the system fault error messages were due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages and subsequently stopped ventilating. There was no patient injury reported as a result of this incident. Per the reporter, "when the air tubing was disconnected from the humidifier to remove water condensation in the circuit, the screen became red and the ventilation stopped." The patient was manually ventilated until the device restarted.